Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during a complex hip replacement whilst drilling down the femur the bone was extremely hard causing the end of the drill to break off. It was decided by the surgeon it was safer for the patient to leave the drill and continue with the operation."